Event description:
It was reported that during a laparoscopic total abdominal hysterectomy procedure, the tissue pad of the device was loose and couldn't clamp tissue. The doctor had to use another device to complete the procedure. Extended or time was 2 hours.